Event description:
A customer from ireland notified biomérieux of a misidentification of candida nivariensis as candida glabrata when testing a neqas sample with the vitek® ms (ref 410895, serial (B)(4)). The customer was using the vitek® ms v3.0 knowledge base. As this was an external quality control sample, there is no patient involved. The customer tested the isolate 20 times with the vitek® ms obtaining no identification 16 times and the misidentification as candida glabrata 4 times. An investigation was initiated in response to this customer complaint and the customer's raw data was analyzed. The customer's fine tuning status was verified to meet acceptance criteria, but the customer's spot preparation quality was determined to be non-optimal. The calibrator and sample "all peaks" values were quite heterogenous. Candida nivariensis is not a claimed species of the vitek® ms v3.0 knowledge base and as specified in the vitek® ms user manual, testing of species not found in the database may result in an unidentified result or misidentification. Candida nivariensis is a claimed species in the vitek® ms v3.2 knowledge base. The customer's data was reanalyzed using the vitek® ms v3.2 knowledge base and the identification of candida nivariensis was obtained for 17 of the 20 tests. The remaining 3 tests obtained no identification. The customer's raw data did not reproduce the misidentification when the v3.2 knowledge base was used in the investigation. The root causes for the misidentification have been determined to be a system limitation of the vitek® ms v3.0 knowledge base and the customer's spot preparation quality. Local customer service (lcs) has been instructed to provide the customer with additional training materials to help improve spot preparation technique. Additionally, lcs has been requested to update the customer's system to the vitek® ms v3.2 knowledge base.